Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto® 3 system (model# m-5830-01, serial# unknown). Thermocool® smart touch® sf bi-directional navigation catheter: (model# d-1348-05-s, lot# 30039855l). (B)(4).

Event description:
It was reported that a female patient in their seventies underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, while connecting the stsf catheter an eeprom error appeared on the system. The catheter was reconnected, and the error went away. It was also reported that the catheter stopped fully deflecting towards the d curve. The catheter was replaced, and the issue resolved. During mapping phase, while using the replacement catheter, the patient¿s st segment changed. The cath team was called in and a cardiac catheterization was performed. About 20 minutes after the st segment changes were noticed, the intracardiac echocardiography (ice) catheter was rotated to the left ventricle wall function, and an cardiac tamponade was confirmed. A pericardiocentesis was attempted and was unsuccessful. The patient was transferred to the operating room (or). Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was improved. The patient is still recovering from surgery. The physician causality opinion is unknown. However, it was reported that the patient had a previous ablation with abbott 3 months ago and had a similar complication. Therefore, it would be likely that the adverse event occurrence was related to patient condition. Transseptal puncture was not performed. No ablation was performed during the case. The generator was in power control mode with standard cut-offs. The catheter irrigation was set at 2ml/min as no ablation was being performed. The catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did indicate to re-zero the catheter. Deflection and eeprom error issues are not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. Cardiac tamponade and surgical intervention issue has been assessed as reportable.